Manufacturer narrative:
Additional information was received. Patient received the shocks after ablation. Evidence suggests that this device was reprogrammed for therapy optimization.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks. Episodes were reviewed by boston scientific technical services. Anti-tachycardia pacing (atp) delivered appropriately. First shock considered as appropriate therapy. Also, there is evidence of inappropriate therapy. Some shocks delivered due to sinus tachycardia. One episode with evidence of exhausted therapy. Programming options were discussed. No further information is available. Remains in service. No adverse patient effects were reported.